Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported pain and soft tissue balancing. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address soft tissue balancing and pain.